Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes was implanted. The patient again went though gynecological procedures on(B)(6) 2011 and (B)(6) 2010 to treat stress urinary incontinence, and meshes were implanted during both procedures. It was reported that she experienced pain, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2013, due to pain and erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.